Event description:
It was reported that upon the review of the mpu there was damage noted. There was a crack on the bottom housing, the patient cable rubber housing was loose at the connector and the red battery strap was damaged.

Manufacturer narrative:
Incidental findings: patient cable rubber housing (sleeve) at the connector was loose. Damaged red battery strap. Crack on the bottom housing. Manufacturer's investigation conclusion: the report damage on the heartmate mobile power unit were confirmed via visual analysis of the returned (B)(6). The mobile power unit (mpu) (serial number: (B)(6)) was returned to the european distribution center (edc) for repair. Initial inspection revealed a crack on the bottom housing and damaged to the red battery strap. Also, the patient cable rubber (sleeve) housing at the connector was loose. The patient cable, the bottom housing and the red battery strap were replaced to resolve the issue. Performed unit upgrade to the latest software version. Performed preventive maintenance. After the unit repaired, performed full functional checkout, which the unit passed all test steps and then the unit was forwarded to the loaner/rental pool. The exact cause of the observed damage was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed that the mpu was manufactured in accordance with manufacturing and qa specifications. Mobile power unit, serial number (B)(6) was shipped to the customer on 26aug2016. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.